Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 lvas, serial number (B)(6) , could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2018. The heartmate 3 lvas IFU is currently available. Section 1 entitled ¿introduction¿ lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. Additionally, this section cautions that right heart failure can occur following the implantation of the pump. Right ventricular dysfunction may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent provided (B)(6). Related manufacturer report number # 2916596-2021-02870. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted after right heart catherization showed elevated filling pressures on the right-sided with normal left-sided filling pressures and severely reduced cardiac output/index. The patient had a trial milrinone for right ventricle support but she felt that she was getting bad headaches and no symptom relief, so it was stopped. The patient was discharged in (B)(6) 2021 and since then she has not thrived despite taking her other medicine.